Event description:
The hosp reported that a pt received an as-5 (optisol) leuko-reduced (lr) red blood cell (rbc) unit and subsequently experienced a total system shutdown consistent with septic shock. The pt expired the next day. A published news report quotes the blood center president as stating, "...the recent fatality apparently came from a donor carrying a rare bacterium." The suspected organism has been reportedly identified as pantoea agglomerans.